Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between 2 coaguchek xs meters with serial numbers (B)(4) (meter a) and (B)(4) (meter b), using 2 different strip lots compared to an unspecified laboratory method. This medwatch will cover strip lot 34521321. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 27216321. The customer tested on meter a using strip lot 27216321 and strip lot 34521321 and got results of 3.5 inr. The customer tested on meter b using strip lot 27216321 and strip lot 34521321 and got results of 3.5 inr. The customer used the same finger for all 4 meter tests. Product labeling states "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The customer was tested at the laboratory within 7 hours and got a result of 2.2 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is in good condition. There was no allegation that an adverse event occurred due to these results. The customer's coumadin dose was not adjusted because the laboratory result was within his therapeutic range. The customer is not anemic, does not have anti-phospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The product was requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The laboratory method was stago.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.